Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate stimulation. In certain postures, high impedances and disconnected electrodes were confirmed. Reprogramming was unable to restore coverage. A lead revision was completed.

Manufacturer narrative:
The lead was returned to saluda. The lead passed visual inspection but failed functional testing. Capacitance testing indicated that the failure was more towards the distal end of the lead. Review of the impedance logs confirmed the reported event of high impedances and disconnected electrodes. The root cause of the impedance issues could not be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include breakage of the lead or failure of other system components, which may result in loss of stimulation and the patient may require surgery (including revision, explant, and replacement) as a result."